Event description:
It was reported that dissecting tool broke during craniotomy procedure while turning flap. The broken piece was removed without difficulty and the procedure was completed with another tool. There was no patient impact and no significant delay. The tool is held by hospital qi, but may be available for return at a later date. Nurse will notify asm when tool available.

Manufacturer narrative:
Report inconclusive. No evaluation could be performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. This is a known failure mode that could occur due to excessive pressure, such as bending or prying, on dissecting tools. The user manual contains the following warning ¿do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff.¿ we will continue to monitor this complaint type for trends. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.